Event description:
Description from the customer report: translation from (B)(6) into english: after 20 minutes the set did not indicated venous pressure. The values passed to non-measurable areas and there was continuous alarm. Product was replaced. No consequence for the patient. (B)(4).

Manufacturer narrative:
A visual inspection was performed in the lab oratory of the manufacturer. Thereby a damage at the hansen connector (water connector) was detected. An additional complaint was opened in order to track and trend this failure. Furthermore the oxygenator was connected to the cardiohelp. Thereby no stable values (pressure fluctuation) have been identified. Afterwards the lid of the pump housing was unrigged for investigation of the sensor. Under the microscope oxidation (corrosion) of the sensor was detected. Maquet cardiopulmonary is aware of similar complaints. Similar complaints showing the same malfunction have been investigated and an oxidized pressure sensor was found, this could be the most probable cause for the failure. An internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action.

Event description:
(B)(4).

Manufacturer narrative:
Correction regarding the internal process. (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action.

Event description:
(B)(4).

Manufacturer narrative:
The former mentioned (B)(4) was transferred into the nonconformance process with reference # (B)(4) with the following outcome. An investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and caused a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. Based on these results complaint #(B)(4) will be closed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will be completed at this time.

Manufacturer narrative:
Maquet cardiopulmonary requested the device for investigation bu has not received it until yet. Investigation still pending. A supplemental medwatch will be submitted as soon as further information becomes available. The product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.